Event description:
The customer reported that the system would not perform fluoroscopy. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The reported problem could not be duplicated. The voltage was adjusted. The system was tested and operates as intended.